Manufacturer narrative:
No lot number was provided; therefore a review of the manufacturing records cannot be conducted. Based on the information provided, this is a patient with a complicated medical / surgical history. The patient reports that she has undergone a total of 32 surgeries in the last 6 years. She reports a known history of allergic type reactions to multiple medications and medical device implants. At this time no conclusion can be made as to the degree to which the bard device may have caused or contributed to the events as alleged by the patient. Should additional information be provided, a supplemental MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The patient reports that she developed a hiatal hernia and this was monitored for a long period of time without surgical intervention due to her history of pulmonary embolisms. The patient reports having internal bleeding and that the hernia was large, therefore on (B)(6) 2016 underwent repair of the hernia, tightening of the esophagus/stomach and gallbladder removal. One month following this repair the patient reports she began to have a skin reaction with pustules, blisters, and rash as well as inflammation in her intestine . The patient reports she is on a liquid diet and at times, cannot get that down. She states the solid food will not pass into her stomach and she vomits the contents back up from the esophagus. The patient reports she may be experiencing liver and kidney function issues and has diarrhea. The patient is concerned that the mesh is causing these reactions. The patient reports that she is going to discuss these issues with her surgeon and wants the surgeon to explant the mesh.